Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during procedure, when the peg tube was pulled through the skin, the internal bolster detached. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.